Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008; 4196 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos), resulting in two inappropriate shocks to the patient. The lead was reprogrammed to a less sensitive value and remains in use. No further patient complications have been reported as a result of this event.